Event description:
The customer reported that during a patient procedure in their cath lab, the paddles lead on their device went to all dashed lines when the patient was connected through the defibrillation therapy cable assembly. This was an indication that the device no longer recognized the connection of the patient. The customer then indicated that they continued care on a backup device. There was no report of any adverse outcome to the patient during this event. The customer did not provide any additional information on the patient or the event.

Manufacturer narrative:
The customer indicated that through testing, they determined that the likely cause was their defibrillation therapy cable assembly. The customer has ordered a replacement therapy cable assembly. The device has not been returned to physio-control for evaluation. A conclusive cause of the reported device issue could not be confirmed.

Manufacturer narrative:
The customer advised physio-control that the replacement defibrillation therapy cable assembly resolved the reported failure. Proper device operation was observed through functional and performance testing and the device has been returned to the end user for use.